Event description:
During a supraventricular tachycardia procedure, a prolonged procedure occurred. Initially, the tactisys was power cycled multiple times and the catheter was replaced. But the issue persisted. The tactisys was replaced and the issue was resolved. The procedure was completed with no patient consequences.

Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. The quartz was powered on and audible beeps were observed to indicate a successful boot and communication was established. When a catheter was connected, no valid contact force was observed, fiso diagnostic identified a degraded signal at slot 3. Internal inspection verified all mounting hardware were secure and it was confirmed the lc/lc port was non-functional. The lc/lc port was temporarily replaced with a known-good unit. The fiso signal at slot 3 was no longer degraded and valid contact force was observed. The root cause was isolated to the lc/lc port. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.